Event description:
The patient was having surgery to repair a hip fracture. The montreal positioner was utilized. The staff heard the base post snap during the case. The patient remained in a stable position and the case was completed. As the surgeon was removing the post after completion of the surgery, he noticed a small red abrasion on the patient's abdomen where the skin had apparently become pinched between the broken halves of the post. There was no break in the skin integrity so the surgeon decided against additional treatment. The patient was moved to a recovery bed without further occurrence.